Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line error was reproduced. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition were determined to be an out of range upstream sensor and failed to calibrate ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an air in line error. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.